Manufacturer narrative:
Concomitant products: a2dr01 ipg implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited noise and mirror image oversensing. The rv lead also exhibited variable thresholds. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.